Event description:
Caller reported blood glucose results taken at doctor's office at the same time blood was drawn for laboratory test. Reading on wife's aviva meter 129 mg/dl, doctor's meter 128 mg/dl, laboratory result 129 mg/dl, his aviva meter result was 256 mg/dl. Results from a different day were 81mg/dl on doctor's meter and 207 mg/dl on his aviva meter within 10 minutes. No adverse event was reported. A request was made for the return of the meter, controls, and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).